Event description:
It was reported that x-ray confirmed the left ventricular (lv) lead had dislodged. There was also intermittent capture at high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).